Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Interrogation of the implantable cardioverter defibrillator revealed post-sensed t-wave oversensing on the ventricular lead; the patient received inappropriate antitachycardia pacing. The event occurred over a year ago and did not reoccur; no intervention was performed. No additional information was available.